Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump line was primed with 7mls however the line being primed only had 2-3mls in it. There were no leaks discovered. No patient injury was reported.